Event description:
The customer reported that, the mts 24 place centrifuge was not spinning properly resulting in false positive antibody screen results. The customer retested, the samples on a different centrifuge and obtained acceptable results. Incorrect centrifugation speed or time during testing, if undetected, may lead erroneous test results. The customer observed the issued and retested the samples. No erroneous were reported.

Manufacturer narrative:
Investigation into this event did not identify the root cause of the malfunction. The centrifuge was out of warranty. The customer was instructed by ocd call center to contact their account representative for an extension of the service agreement. Product labeling cautions the user that no error message is given by the instrument of a shortened or lengthened centrifugation time. Setting an external timer and comparing the elapsed time can verify the speed of the rotor.